Manufacturer narrative:
On 8/30/2021, mentor became aware that the section e2 is blank in the initial report. The actual correct answer is yes. Manufacturer¿s reference number: (B)(4) on 8/30/2021, mentor became aware that the section e2 is blank in the initial report. The actual correct answer is yes.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture and left side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from bilateral capsular contracture baker grade IV on the right side and iii on the left side and left side rupture. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On september 2, 2021, the mentor failure analysis lab received the device for evaluation. On september 6, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was noted within the shell abrasion measuring approximately 2.1 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. On september 14, 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number smpx405; serial number (B)(6) on the left side, and catalog number smpx405; serial number (B)(6) on the right side. On september 15, 2021, mentor became aware that in the initial submission under b5 event description, baker grade IV was reported for the right side and iii for the left side. It should be baker grade IV was reported for the left side and iii for the right side. This supplemental medwatch is for the patient's right side device. Manufacturer¿s reference number: (B)(4).